Event description:
Pt's doctor reported, the pt was sent to the hospital with hyperglycemia and ketoacidosis. Pt's blood glucose level upon arrival to the hospital was 24 mmol/l (432 mg/dl). Pt's infusion device did not alarm while she was in the hospital. Pt's doctor stated the pt was given an infusion and her blood glucose levels were normal after the infusions. Pt was hospitalized on (B)(6) 2012 and pt's doctor notified company rep on (B)(6) 2012. Company rep checked the infusion device 1 hour after being contacted by a hospital doctor. Infusion device was replaced. No further info is available.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.